Event description:
The healthcare professional (hcp) reported through a manufacturer representative that following a fall, the patient experienced shocking sensations originating from their implantable neurostimulator (ins) pocket. It was stated that following the patient being implanted with their ins and two leads on (B)(6) 2025, they initially experienced significant pain relief with a reduction in pain score to 1 within one week. On (B)(6) 2025 the patient reported a sensation that the ins had shifted, which was confirmed by x ray on (B)(6) 2025, and a pocket revision was performed on (B)(6) 2025 to reposition the ins one layer deeper due to pocket complaints. On (B)(6) 2025 the patient fell downstairs, landing on the back and ins pocket and sustaining a broken leg. Following the fall, the patient reported increasing pain at the ins site as of (B)(6) 2026 and difficulty charging the system by (B)(6) 2026. A system error ((B)(6)) was reported, and on (B)(6) 2026 the ins pocket was surgically revised to the right side, with impedance measurements reported as normal. Despite this, the patient presented to emergency care on (B)(6) 2026 with severe pain at the ins location, although scs therapy continued to provide relief for leg and back pain. In late (B)(6) 2026 the patient began experiencing severe shocking sens ations originating from the ins pocket; on (B)(6) 2026 these shocks were reported to have caused the patient to fall. When the ins was turned off, the shocks stopped, and impedance measurements remained within normal range (approximately 960¿1100 ohms). However, when the system was turned back on, irritating sensations quickly reappeared near the lower side of the pocket. The patient¿s outcome at the time of report was stated to be alive, with injury sustained from the fall. It was noted that a revision was planned for (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2025 explanted: product type lead product ID 977a260 lot# serial# unknown implanted: (B)(6) 2025 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.